Event description:
It was reported that the alarm keeps going off and the screen freezes. No patient injury reported.

Manufacturer narrative:
The device was returned to for repair. A visual inspection and functional test were performed. No appearance of any physical damaged. The complaint condition was duplicated during the evaluation. System advisory maintenance recommended was found at power up, the screen was frozen due to the customer not disabling the alarm by pressing the silent alarm button to be able to use all the buttons on the keypad. Performed pm maintenance and all functional testing. The root cause of this event was user error. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A maintenance recommend alarm is an expected normal advisory alarm designed to notify the customer when it is time to perform required pump maintenance.